Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deployment issues were encountered. The physician attempted to place a taxus express2 8.8% 2.75 x 8mm drug eluting stent but was unsuccessful in crossing the lesion. The stent was never deployed. The procedure was completed with another taxus stent. No pt injuries or complications were reported.